Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited noise on the rate/sense and shock channels. The noise was oversensed, resulting in pacing inhibition. During an invasive procedure, the lead was surgically abandoned and replaced with a non-guidant lead. The device was removed and blood was observed in the header. As the device was included in the recall population for a potential microswitch malfunction, the physician elected to replace the device with a guidant ICD.